Event description:
It was reported that the pt was implanted at a hospital center two days prior to the event date. The implanting physician ordered that the lifesite device not be used for a week. One day before the event date, the pt went to dialysis unit for treatment. The treatment was performed through the pt's current access and the heparin lock in the lifesite was changed. The following day, the pt passed away. It was stated by the dialysis unit on the day after the event date and again 6 days later, thay they had no knowledge of the cause of death, nor did they know to which emergency room the pt had been taken. On 1/16/01 the dialysis unit reported that a friend of the pt had stated that the pt "bled out"; however, the location of the bleeding is unknown. Several attempts have been made to obtain add'l info, including three attempts by sales, one attempt by regulatory affairs, and one attempt to contact the implanting physician by medical affairs.